Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 359mg/dl. The customer's most current level was between 401mg/dl and 398mg/dl. The customer did not feel okay to troubleshoot. The customer was advised to change their set, reservoir and insulin. The customer was advised to call back at later time if further assistance is needed.